Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4): analysis could not confirm the reported event. Analysis did find that the label was missing its coating.

Event description:
It was reported that the radio frequency programmer head was broken. It was returned for service. It was indicated on the return paperwork that no information was provided with the device.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.